Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the error message e433 occurs when the rms value of the output signal set for testing falls below the intended limit of 130v when the device is started, which normally suggests a low-impedance diode chain. For safety reasons, the esg-400 is then restarted. If the cause of the error remains, unlimited permanent reboots can be the result. The device is then no longer ready for use. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the electrosurgical generator esg-400 had an e433 (reboot condition) error message and the device cannot be used. The issue occurred during preparation for use. There were no reports of patient harm.